Manufacturer narrative:
Corrections in d9 and h3. Additional information in h6: investigation type, findings, and conclusions. A review of the DHR was conducted and found no indications of manufacturing issues. An inspection of the part shows the distraction forceps arm has fractured at the connection end. This event likely cannot be attributed to manufacturing or design related issues. The complaint is confirmed for one general instrument distraction forceps for the failure of fracture leading to the procedure being aborted. The failure is believed to be attributed to excessive forces applied during distraction because inspection of the device reveals the fracture occurred when forces were being applied perpendicular to the connection piece. This device is used for treatment.

Event description:
It was reported that a distraction forceps broke when inserted into the intervertebral space during a double lumbar level procedure. The break occurred at the second level, and resulted in the procedure being aborted and will need to be completed at a later date.

Event description:
It was reported that a distraction forceps broke when inserted into the intervertebral space during a double lumbar level procedure. The break occurred at the second level, and resulted in the procedure being aborted and will need to be completed at a later date.

Manufacturer narrative:
H6: additional impact code: 2563. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.